Event description:
Datascope cs300 intra-aortic balloon pump therapy was initiated in the cath lab on an acute mi patient. After transport to ICU, the console repeatedly displayed the alarm "autofill failure." Troubleshooting did not solve the alarm and the second iabp console was retrieved and replaced the first. No further "autofill failure" alarms on the replacement console. No apparent patient harm.